Event description:
Information received from the (B)(4) clinical database. Treatment of three aneurysms. Post procedure, it was reported that the patient experienced numbness in the right hand, forearm, face, and also had slurring of speech. Subsequently, the patient had a transient ischemic attack (tia) it was reported that the patient's condition was resolved on (B)(6) 2011.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The other device involved in the event is: model #: fa-77450-14 / lot #: not reported / dom: n/a / exp: n/a. (B)(4).